Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2018-00914. It was reported during a permanent implant procedure on (B)(6) 2018, a cerebrospinal fluid (csf) leak occurred while the physician was attempting to place a needle. However, the surgery was completed successfully and the patient has effective therapy. Post-operatively, the patient's fluids were increased and the patient was prescribed pain medication due to complaints of a headache caused by the csf leak. Follow-up information revealed the patient's headache has resolved.